Manufacturer narrative:
Tecan filed initial MDR on june 8, 2016. A correction to MFR report # was required and a follow up report was filed on june 27, 2016. FDA contacted tecan on jan 17, 2020 and requested an initial report to be resubmitted to complete match with follow up report. The resubmission of initial report required selection of new codes due to changes in coding system. All other information and conclusions are the same. Already provided in the initial report - the same text copied here: "although a serious injury did not occur in this case, in an abundance of caution a report is filed due to similar occurences. Inspection of the DHR for the instrument indicated that the instrument was delivered with a closed safety panel in the front of the instrument. The as found configuration of the instrument shows an adjustable front panel door with the adjustable access window missing. This allowed the operator to reach thru a cut out in the panel. Instrument labeling was reviewed and all safety features and hazard statements found to be adequate. Information was sent to customer to restore the front panel to its initial configuration. Conclusion is operator error.

Event description:
Tecan is resubmitting initial MDR report at request of FDA received jan 17, 2020. Description of event is the same as corrected MDR report filed june 27, 2016. Here copied from the initial MDR report submitted on 06/08/2016: a user was running a tip mounting protocol on the mca head. He noticed a loose tip on the top of the tip box the mca was about to mount. In order to prevent a crash, he reached his hand in the work envelope while the system was still running and the mca crashed into his hand. No information was given as to how he got his hand into the work envelope. · apparently the crash didn't do any permanent damage. No broken skin, no cuts, no crushing injuries, but it did pin his hand to the deck and he was unable to free himself". Another employee had to assist to free him.

Manufacturer narrative:
Already provided in the initial report - the same text copied here: "although a serious injury did not occur in this case, in an abundance of caution a report is filed due to similar occurences. Inspection of the DHR for the instrument indicated that the instrument was delivered with a closed safety panel in the front of the instrument. The as found configuration of the instrument shows an adjustable front panel door with the adjustable access window missing. This allowed the operator to reach thru a cut out in the panel. Instrument labeling was reviewed and all safety features and hazard statements found to be adequate. Information was sent to customer to restore the front panel to its initial configuration. Conclusion is operator error. Other text : description DHR and labeling review.

Event description:
This is a follow up MDR report in order to correct the wrong MFR report no. Of report submitted on 06/08/2016 with the MFR. No 3003402-2016-00003. The correct MFR. No is 3003402518-2016-00003. The rest of the information remains the same. Here copied from the initial MDR report submitted on 06/08/2016: a user was running a tip mounting protocol on the mca head. . · he noticed a loose tip on the top of the tip box the mca was about to mount. · in order to prevent a crash, he reached his hand in the work envelope while the system was still running and the mca crashed into his hand. No information was given as to how he got his hand into the work envelope. · apparently the crash didn't do any permanent damage. No broken skin, no cuts, no crushing injuries, but it did pin his hand to the deck and he was unable to free himself". Another employee had to assist to free him.